Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.  Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown size 4 cr pa triathlon femur; cat# unknown; lot# unknown; unknown size 4 cemented triathlon baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
Surgeon rang me to ask the size of a size 4 triathlon femur and tibia. I asked why and he told me he was removing them from a patient and he wanted to know how big they were. He didn¿t have a rep covering the case and didn¿t request one. According to the surgeon the implants were going to be removed and a cement spacer was implanted. Revised due to infection.